Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 519 mg/dl. Customer also stated that the insulin pump had motor error alarm. Customer stated the drive support cap appears normal. Customer stated in the alarm history insulin pump had motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.